Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system that extracts the silicone oil was not working during a surgical procedure. The case was completed manually with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The company representative attended a surgery and observed that the reported event was not replicated. The noise reported during viscous fluid control (vfc) inject and extract, but that was caused by misuse of the syringe and not the system. The system was manufactured on september 25, 2013. Based on qa assessment, the product met specifications at the time of release. The event could not be replicated and the no problem was found with the system. The root cause of the reported event can be attributed to noise coming from misuse of the syringe. The manufacturer internal reference number is: (B)(4).